Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly during visual inspection. The pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 152 mg/dl. Troubleshooting was initiated for the button error alarm and the customer stated that she went swimming while wearing the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.